Manufacturer narrative:
Concomitant medical devices: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient's replacement surgery was rushed as they did not expect the patient's implantable neurostimulator (ins) to deplete so quickly. It was also stated that the patient saw the health care provider (hcp) a couple of weeks ago and he told them that the patient's inss were getting low and recommended that they starting planning for the replacement, but the ins depleted quicker than everyone thought. Follow-up with the health care provider (hcp) revealed that an impedance test was performed and resulted in values within normal limits. There was no known impact or consequence to the patient. Please see report number 3004209178-2016-19381.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.